Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. As the physician was attempting to advance a taxus express2 2.5x24mm drug eluting stent across the lesion in the right coronary artery, the shaft broke inside the guide catheter. Everything was removed and the fractured device was exchanged for another taxus express2 stent to complete the procedure. The physician went on to place a total of 6 taxus express2 stents. No patient complications occurred. Patient status is satisfactory.